Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -10.5/2.5/112 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Claim# (B)(4).